Manufacturer narrative:
The user stated that the injury occurred the day prior to sensor insertion and that they were hospitalized after their condition worsened. Customer care made multiple follow-up attempts on (B)(6) 2026, to obtain additional details regarding the hospitalization; however, the user could not be reached despite voicemail, sms, and repeated call attempts. The incident was not related to the eversense device and the case was closed.

Event description:
On march 17, 2026, senseonics was made aware of an incident in which the user reported hospitalization due to a neck injury.